Event description:
Serious injury involving one person. On 11/14/96, pt complained of discomfort and a spot on right eye. Dr diagnosed corneal ulcer and treated with tobradex. Lens model/water content; focus toric/55%; eye involved; od; refraction; myopia; total duration of use (months);18. Number of days lens worn; worn as daily wear lenses. Last visit to practitioner prior to symptoms; 9/13/96. Type of lens care system used; chemical. Name of disinfecting system used; homemade saline used; no. Number of days worn between cleaning and disinfecting; 1. Days between cleaning and symptoms; 1. Days between symptoms and calling dr; 1. Self-treatment by pt; no. Hand washing before lens manipulation; unk. Ulcer location; 12 o'clock. Visual acuity before symptoms: 20/50. Visual acuity after symptoms 20/200. Results of culture; unk. Results of corneal biopsy and/or scrapings; unk. Diagnosis; corneal biopsy and/or scrapings; unk. Diagnosis; corneal ulcer. Treatment administered; trobradex.